Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two photos depicting one 10 ml syringe with red blunt fill needle. The syringe has a white fluid in the fluid path, between the stopper ribs and around the plunger retaining ring past the stopper. No device history record review can be completed as lot number was not provided. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Root cause description: no root cause can be determined as no samples were received. Rationale: no corrective actions are possible without a potential root cause.

Event description:
It was reported that during use of the unspecified bd¿ syringe there was leakage past the stopper. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the (B)(6) pharmacy has received a report from the colleagues from the sterile production unit where the leakage past the stopper of the tpn liquid have been noticed on a luer lock syringe 10 ml. To accuracy this is in our opinion detrimental.